Manufacturer narrative:
Per the manufacturer's sales associate, the customer is experiencing false alarms with their flow sensor. It continues to read 'black flow' when either side of the line is clamped.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor had false alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return and additional information were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.